Manufacturer narrative:
The unit powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement, due to blank display. Unit had cracked battery tube threads, cracked case (battery tube). Unit p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. The customer stated that the insulin pump had replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.